Manufacturer narrative:
D.4.: lot details are unknown. Radiographic image concludes that anterior posterior scolosis by leg beyond thoracic. Construct one of the t12 set screw os out of the screw tulip lateral view of 1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care professional via a manufacturer representative regarding a device used for spinal therapy. It was reported that set screw expulsion was observed on one-year post-operative x-rays. The patient did not experience any pain or mobility restrictions, and no loss of correction was noted. At this time, no adverse effects to the patient have been identified. During the surgery, no unusual events were observed, and final tightening was performed normally using powerease. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received that currently,there was no plan for explant the set screw.